Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 436 mg/dl and current blood glucose is 532 mg/dl, 533 mg/dl. The customer declined troubleshooting on insulin pump. The customer took 6 units of insulin to treat high blood glucose. The customer was neither hospitalized nor admitted for high blood glucose. They received low battery alarm. The insulin pump will not be returned for analysis.